Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-3490 for details regarding the first device. According to the complainant, during the procedure, the balloon broke at 15mm. The device was replaced with another c.r.e balloon dilatation catheter and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn circumferentially. The cause of this complaint could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.